Event description:
Patient reported, left side "original implants. I had put in (B)(6) 2016 were recalled, due to them causing breast cancer in patients. And I had them replaced in (B)(6) 2021". Healthcare professional, later reported, left side "ruptured". Device was explanted and replaced with non-allergan device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.